Event description:
Additional information was received indicating medication was administered to treat the infection. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 2017865-2023-36027; manufacturer report number 2017865-2023-36029; manufacturer report number 2017865-2023-36030. It was reported that during a follow up in clinic, infection near the pocket was suspected. A culture was performed, however, the results have not yet been provided. The device, the right atrial lead, the right ventricular lead, and the left ventricular lead were explanted. The patient was in stable condition.